Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A +20% temporary basal rate was programmed for 30 minute duration; the pump correctly recorded the temporary basal. A normal bolus and an audio bolus were programmed and the boluses were correctly recorded in the pump history. The keypad buttons were tested and confirmed no hypersensitive buttons. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the patient was hospitalized for diabetic ketoacidosis with a blood glucose of 288 mg/dl and ketones of 5.0 mmol/l. The reporter indicated that the patient¿s blood glucose was running high on (B)(6) 2014 and (B)(6) 2014 and the reporter indicated programming a temporary basal of +20%. During the review of the pump related to the event, the total daily dose showed no temporary basal on (B)(6) 2014. The reporter indicated not being sure why the pump did not have the temporary basal in the pump history and confirmed that there was no edits to the basal rates or lost power during the time of the temporary basal. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis associated with an allegation that a programmed temporary basal rate did not appear in the pump history.